Event description:
It was reported that patient underwent primary hip surgery on (B)(6) 2008. Revision procedure was performed on (B)(6) 2013, due to pain and shell loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned to date. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Device manufacture date - unknown. It has been indicated that product will be returned. Upon receipt of product and completed evaluation, a follow-up report will be sent to the FDA.